Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis. The instrument was analyzed and found to have thermal damage to the teflon pad of the clamp arm. Additional investigation found the instrument to have a broken blade. The blade broke at roughly 0.263¿ from the base. The broken piece was not returned. Failure analysis engineer (fae) reviewed photos and provided the following information: the image quality was not optimal. Fae indicated that the teflon pad was slightly ¿lifted¿ at the junction of the teflon pad and at the proximal pad. The proximal pad might be missing. Some bio-debris appears to cover the clamp arm.

Event description:
It was reported that during a da vinci-assisted surgical procedure, harmonic ace instrument had black spots on the gasket and per the customer smoke was emitted when used. The customer proceeded with a spare instrument. No fragments fell into the patient. The procedure was completed with no reported injury.